Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Visual inspection of the returned device showed that the dovetail feature was slightly flared out and showed signs of use (nicked/gouged). The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona stemmed cemented tibial component left size d catalog #: 42532006701, lot #: 66317047, persona cemented cr standard femoral component left size 5 catalog #: 42502605801 lot #: 66284563. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a knee arthroplasty that the articular surface could not be seated on the tibial tray. Another articular surface was used to complete the procedure. No adverse events were reported as a result of this malfunction.